Event description:
Discoloration of fresenius optiflux 2004 dialyzers lot#4bu101 after 10 or more uses with minntech renalin 100. The plastic barrel of the dialyzer is turning amber of a "greenish" color.